Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties appear to be due to operational context of the procedure. In this case, it is likely that the distal shaft was bent or restricted in the heavily tortuous and heavily calcified lesion preventing the shaft lumens from moving freely resulting in resistance with the thumbwheel. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D10, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.

Manufacturer narrative:
Visual and functional analysis was performed on the returned unit. The reported difficulty was confirmed. Based on the reported information and analysis of the returned unit, it is likely that the distal shaft was kinked (as noted on the returned unit) in the heavily tortuous and heavily calcified lesion preventing the shaft lumens from moving freely resulting in resistance with the thumbwheel and difficulty deploying the stent. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d10, h3 - it was previously reported that the device would not be returning for analysis; however, the device was returned for evaluation. H6: removed method code 4115.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily tortuous and heavily calcified lesion in the superficial femoral artery. During deployment of a 5x60mm absolute pro self-expanding system (sess) the thumb wheel stopped turning. Force was applied and the sess was pulled which finally released the stent at the target lesion. The procedure was successfully completed with very good results. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.